Event description:
A patient was revised to address a post-operative yukon polyaxial screw fracture at t1.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A patient was revised to address a post-operative yukon polyaxial screw fracture at t1.